Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue identified that required full analysis.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was migrating. The physician believes the corner on the device has played a role in the device migration and the patient¿s discomfort. The device had started to erode out of the skin at the point where the header attaches to the device, the side opposite the pin ports. The physician excised the skin and when the skin was opened some pus-like fluid flowed out. The device was repositioned and an antibacterial envelope was implanted for antibiotic protection and stability. Eleven days later the ICD and lead were explanted due to pocket infection. Approximately three weeks later a new system was implanted along with another antibacterial envelope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.